Event description:
It was reported that during ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for in the inguinal region. It has been mentioned that the ice was inserted into the faradrive and aspirated the air, however, continuous presence of air was noted and had to be aspirated; therefore, it was replaced, and the procedure was completed successfully by using a different device (same model). The air was noticed inside the syringe. Pump at the rate of 50h/ml was used for irrigation. The tip of the wire was in the same position as the tip of the catheter when air was observed. No leak or air in patient was observed. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for in the inguinal region. It has been mentioned that the ice was inserted into the faradrive and aspirated the air, however, continuous presence of air was noted and had to be aspirated; therefore, it was replaced, and the procedure was completed successfully by using a different device (same model). The air was noticed inside the syringe. Pump at the rate of 50h/ml was used for irrigation. The tip of the wire was in the same position as the tip of the catheter when air was observed. No leak or air in patient was observed. No patient complications have been reported. The product is expected to be returned for analysis.